Event description:
Case description: investigation results: name: novopen 4, batch number: jvgt347. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: actrapid penfill 3 ml 100iu/ml, bacth number: nr7lp69. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results added. Device tab: is non-reportable field and malfunction field updated to no EU/ca tab: final report check box ticked, expected date of follow up report removed, further investigations updated. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: final manufacturer's comment: 17-mar-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the ref-erence sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Patient's underlying medical condition of long-standing diabetes mellitus is a sig-nificant risk factor for the development of hyperglycaemia and its complications. H3 continued: evaluation summary. Name: novopen 4, batch number: jvgt347. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic ketoacidosis reached to +4 [diabetic ketoacidosis]. Suffered from hyperglycemia from few days as her last rbgl was 430mg/dl [hyperglycaemia]. She can't take her accurate dose [incorrect dose administered by device]. Technical issue in np4 [device issue]. Take her dose with syringe by refilling it with penfills, [wrong technique in product usage process]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 150 cm weight: 56-58 kg. This serious solicited report from egypt was reported by a consumer as "diabetic ketoacidosis reached to +4(diabetic ketoacidosis)" with an unspecified onset date , "dizziness(dizziness)" with an unspecified onset date , "suffered from hyperglycemia from few days as her last rbgl was 430mg/dl(hyperglycemia)" with an unspecified onset date , "she can't take her accurate dose(incorrect dose administered by device)" with an unspecified onset date , "technical issue in np4(device issue)" with an unspecified onset date , "take her dose with syringe by refilling it with penfills ,(wrong technique in product usage process)" with an unspecified onset date and concerned a 697 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) (10u at morning and 10u at night) from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen 4: actrapid penfill: current condition: diabetes mellitus, hypertension from more than 15 years, for esophageal stricture, nerve tonic. Concomitant medications included - egypro (bisoprolol fumarate), esmorap(esomeprazole), ezapril (enalapril maleate), milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), pantoc (pantoprazole sodium sesquihydrate). On an unknown date, patient had diabetic ketoacidosis reached to +4 acetone (blood ketone body) due to technical issue of np4. Patient also suffered from dizziness, vomiting, xerostomia in last month due to technical issue of np4 so she can't take her accurate dose patient was hospitalized for 3 days but she didn't take actrapid penfills there. Patient was not completely recovered from it till now as she still feels exhausted and suffered from increased heart beats rate on an unknown date, patient suffered from hyperglycemia from few days as her last rbgl (blood glucose) was 430mg/dl due to technical issue. Patient doesn't know if her bgl become con-trolled or not as she didn't measure it patient was using actrapid penfills with syringe due to technical issue in np4. Patient started it from 15 days but she stopped it now and she was advised to take actrapid pen-fills with the pen not a syringe because it is not a safe way to her to take her dose but the tech-nical issue of np4 has been solved in the nc center patient hba1c (glycosylated haemoglobin) was high from few months but she can't remember the exact measurement. Batch numbers: novopen 4: jvgt347 actrapid penfill: nr7lp69. Action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "diabetic ketoacidosis reached to +4(diabetic ketoacidosis)" was not yet recovered. The outcome for the event "dizziness (dizziness)" was not reported. The outcome for the event "suffered from hyperglycemia from few days as her last rbgl was 430mg/dl(hyperglycemia)" was not reported. The outcome for the event "she can't take her accurate dose (incorrect dose administered by device)" was not reported. The outcome for the event "technical issue in np4(device issue)" was not reported. The outcome for the event "take her dose with syringe by refilling it with penfills, (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - diabetic ketoacidosis reached to +4(diabetic ketoacidosis): probable dizziness(dizziness): probable suffered from hyperglycemia from few days as her last rbgl was 430mg/dl(hyperglycemia): unknown she can't take her accurate dose (incorrect dose administered by device): probable technical issue in np4(device issue): unknown take her dose with syringe by refilling it with penfills, (wrong technique in product usage process): unknown company's causality (novopen 4) - diabetic ketoacidosis reached to +4(diabetic ketoacidosis): possible dizziness(dizziness): unlikely suffered from hyperglycemia from few days as her last rbgl was 430mg/dl(hyperglycemia): possible she can't take her accurate dose (incorrect dose administered by device): possible technical issue in np4(device issue): possible take her dose with syringe by refilling it with penfills, (wrong technique in product usage process): possible reporter's causality (actrapid penfill) - diabetic ketoacidosis reached to +4(diabetic ketoacidosis): unlikely dizziness(dizziness): unlikely suffered from hyperglycemia from few days as her last rbgl was 430mg/dl(hyperglycemia): unlikely she can't take her accurate dose (incorrect dose administered by device): unlikely technical issue in np4(device issue): unknown take her dose with syringe by refilling it with penfills, (wrong technique in product usage process): unknown company's causality (actrapid penfill) - diabetic ketoacidosis reached to +4(diabetic ketoacidosis): possible dizziness(dizziness): unlikely suffered from hyperglycemia from few days as her last rbgl was 430mg/dl(hyperglycemia): possible she can't take her accurate dose (incorrect dose administered by device): possible technical issue in np4(device issue): possible take her dose with syringe by refilling it with penfills, (wrong technique in product usage process): possible references included: reference type: e2b linked report reference ID#: (B)(4) reference notes: